Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one photo was received by our quality team for evaluation. Visual inspection of the photo showed the needle pierced through the catheter. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a 100% automated vision inspection system that can detect and reject products not meeting the lie distance requirement. If the needle pierced through the catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product would not have any lie distance. From the returned photo, blood was observed in the catheter and cannula hub. This indicates a successful penetration. It would not be possible to penetrate the vein if the product has needle pierced through catheter. Therefore, the probable root cause for the reported defect could be due to user having partially withdrawn the needle from the catheter and upon reinserting the needle into the vein, the needle pierced through the catheter and damaged the catheter. However, as it is not possible to confirm how the product has been used, the root cause cannot be determined. Investigation conclusion: 1 photo was returned for investigation. Needle piece through catheter was observed on the photo returned. Able to confirm the customer experience based on photo returned. End user risk (B)(4). Root cause description: from the verbatim, it was mentioned that this complaint is the same context as pr# (B)(4) (reported code: failure to decouple). However, as no sample was returned and the tether foil portion cannot be seen clearly from the returned photo. Hence, the root cause cannot be confirmed. For the reported needle through catheter, the manufacturing process has been reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance requirement. If the needle pierced through catheter in the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. A review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. From the returned photo, blood was observed in the catheter and cannula hub. This indicates a successful penetration. It would not be possible to penetrate the vein if the product has needle pierce through catheter. Therefore, the probable root cause for the reported defect could be due to user had partially withdrawn the needle from the catheter and upon reinserting the needle into the vein, the needle pierce through the catheter and damage the catheter. However, as it is not possible to confirm how the product has been used, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the needle pierced through the bd venflon¿ pro safety shielded IV catheter during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "following our conversation yesterday, here are the elements for a new material that caused an aes on (B)(6) 2020." "Risk of blood exposition for the nurse did you or your patient have direct contact with the product used or blood? Yes".